Event description:
It was reported that during the implant procedure it was not possible to fix the atrial lead. Every time the lead was repositioned it would dislodge. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analysis found no anomalies. However, the distal electrode was covered in blood. (B)(4).